Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device lot # was not provided/unknown. Product has not been returned. Product was discarded. Event date unknown. Product was discarded.

Event description:
It was reported that abutment screw fractured. The dentist was able to remove it.

Event description:
It was reported that abutment screw fractured. The dentist was able to remove it.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screws it is recommended to torque at 20ncm. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined. The date received by manufacturer reported in the initial medwatch submitted on jun 22, 2018 was incorrectly reported. The correct date is may 25, 2018.